Manufacturer narrative:
A visual examination revealed that the pebax coating on the distal tip is cut in several locations. In addition, a 3 mm section of the pebax distal tip is missing exposing the nitinol corewire. The outside diameter was measured and the wire meets the maximum outer diameter specification. The condition of the returned incident device was consistent with the complaint that the distal tip detached and the nitinol core wire was visible. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the specimen, there is a high likelihood that the failure reported was caused by another device. Therefore, clinical practice or procedures may have impact on the event as reported. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician removed the jagwire from the package and noted that the distal tip detached and the nitinol core wire was visible. Furthermore, portions of the coating peeled and the nitinol core wire was visible. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician removed the jagwire from the package and noted that the distal tip detached and the nitinol core wire was visible. Furthermore, portions of the coating peeled and the nitinol core wire was visible. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.